Event description:
Boston scientific received information that post implant of this right ventricular (rv) lead there was noted to be intermittent loss of capture (loc) and potential lead on lead interaction as well as increased thresholds. As a result the lead was successfully repositioned and remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.